Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. All the stopcocks from the kit are in good condition. There is a crack or damage observed at the female luer fitting of the 12" tubing manually connected to 4-way marvelous stopcock, may cause leak in the kit. The possible factors that resulted in the crack are likely due to mechanical stress, such as overtightening during product application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.